Event description:
Major pump unit(s) involved: external control system failure. Additional text: low flow alarm. Specific component(s) involved: external controller malfunction. Additional text: low flow alarm. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): replacement of external controller. Other intervention : implant device type: lvad.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(4).